Event description:
The user facility reported that they had to keep adding air to the tr band while the patient was in recovery. The patient condition was stable. The procedure was a successful radial percutaneous coronary intervention (pci). Additional information was received on 14jun2023: the procedure for the patient prior to the use of the tr band was a left heart catheterization (lhc). 15-18ml's of air was injected into the tr band when it was applied. More and more air was added until they realized it was not effective. There were no other devices used in the access site until the second tr band was effective. The tr band was noted to be losing air approximately 45 minutes after the patient went to recovery. Hemostasis was achieved by the second band used. The estimated blood loss was less than 250cc.

Manufacturer narrative:
D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number . D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted . E3: occupation: board runner. H4: device manufacture date: unknown due to unknown lot number. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The complaint cannot be confirmed for deflation issues because the sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).